Event description:
It is reported that a customer experienced high blood glucose of 500 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer stated that there pump would shut off unexpectedly in the middle of the night. The caller did not have the pump on them at the time of the call. The customer will call back to trouble shoot the issue when they have the insulin pump at hand. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.